Event description:
It was reported that due to a tubing crack the patient had his inflatable penile prosthesis (ipp) right cylinder and pump removed and replaced. The ipp was explanted and a new device consisting of a 15cmx12mm cylinder and pump were implanted. It was further reported that the location of the fluid loss was the tubing between the cylinder and pump which was caused by a hole. The fluid was identified during a test the physician conducted during this surgery. The patient had trouble inflating and deflating the device because of this and it started to occur 3 weeks ahead of this surgery. The patient got well after this surgery.

Manufacturer narrative:
An allegation of a "tubing crack" was reported. The ams700 ipp cylinder was visually inspected and functionally tested. A leak was present in the kink resistant tubing (krt) due to fatigue. This leak would directly affect the functionality of the device and therefore confirms the reported device malfunction allegation. No other cylinder malfunctions were identified. Product analysis confirmed the allegation of a "tubing crack" based on the identification of the leak in the krt. Pump, cylinders model- 724024310 lot sn- (B)(6). Mfg date- 02/06/2016 exp date- 01/16/2021 gtin- 00878953003986.

Manufacturer narrative:
Pump: model- 724024310, lot sn- 118949003, mfg date- 02/06/2016, exp date- 01/16/2021, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to a tubing crack the patient had his inflatable penile prosthesis (ipp) right cylinder and pump removed and replaced. The ipp was explanted and a new device consisting of a 15cmx12mm cylinder and pump were implanted. It was further reported that the location of the fluid loss was the tubing between the cylinder and pump which was caused by a hole. The fluid was identified during a test the physician conducted during this surgery. The patient had trouble inflating and deflating the device because of this and it started to occur 3 weeks ahead of this surgery. The patient got well after this surgery.